Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels reaching over 500 mg/dl. Customer stated they believe elevated bg's are due to being sick. Customer delivered a bolus to bring bg levels to target range.